Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. The cause for the failure was isolated to the ECG b dome j7 broken correction: belt was repaired and refurbished. Root cause: the root cause for the damaged dome was physical abuse. There was no adverse event that resulted from the damaged belt.